Manufacturer narrative:
D10: lgc tibial fit tray cem sz 2f / 1t (cat# 02-012-45-2010 / serial# (B)(6)); fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(6)); three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)); tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 8.5 years post initial right tka, the 72 y/o female patient had a revision due to recall tibia liner and loosen femur. Patient was revised to a constrained size 2, right femur 16 x 80 stem with an h 32 small cone and a size 9 tibial insert cc. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected health effect and investigation clinical codes.